Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer reported the "patient end" of the pen needle broke off in her stomach after injection. Stated, she does not re-use pen needles. Stated, she rotates the different injection sites. Stated, she could not remove it herself so she went to the emergency room, ((B)(6) 2025) stated, the needle was located after an x-ray was performed. Stated, she had surgery to remove the needle on (B)(6) 2025 but the procedure was unsuccessful. Stated, her discharge instructions were to keep an eye out if anything changed with the injection site. Stated, she's been using the product for over 20 years and never had an issue. Lot: 4269020. Catalog: 328203. Expiration date: 2029-09-30. Date of event: 2025-11-07. Emergency room- (B)(6) 2025. Surgery date: (B)(6) 2025. Sample: no.